Manufacturer narrative:
Reference pyng complaint number (B)(4). Attempting to receive same-lot device.

Event description:
Pyng medical received phone call message from a 3rd party military "service" unit that the sternum-penetrating tip of the pyng medical fast1 intraosseous system remained lodged in the patient's sternum after removal of the intraosseous infusion line. The patient is a soldier based in (B)(6), where the event occurred. Patient information and date of event is unknown. The military carried out an investigation (product quality deficiency report) and provided the following verbatim description: "the (B)(6) informed cap. (B)(6) about an issue with the newest fast1 sternal intraosseous (io) device on a patient that was presented at the (B)(6) conference on (B)(6) 2016. The new fast1 sternal io was placed at role 2 level of care. Providers at role 3 attempted to remove the io device gradually, but the "little metal prongs did not come out" and had to be removed surgically. The new fast1 sternal intraosseous (io) device advertises that a key is no longer needed to remove device compared to old fast1 sternal intraosseous (io) device (sic) that required a key to remove the device.